Manufacturer narrative:
Based on the provided information and investigation performed no malfunction of the mr device was observed that contributed to the injury. Although arm supports were used, the patient held the edge of the table top while moving into the bore. Consequently the patient fingers were pinched between the tabletop and the covers of the mr system during horizontal movement into the bore. As the switch plate was not working at the time of the incident (on the users request), the movement of the tabletop was not stopped. This functionality was restored after the incident by the engineer.

Event description:
Philips received a feedback from a customer stating that a patient sustained a laceration on his finger. The patient was moved into the bore and pinched his finger between the bore cover and tabletop. The laceration required stitching.